Event description:
The monitor and electrode belt were returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 00:20:12 on (B)(6) 2023. At 19:24:55, an arrhythmia was detected. ECG shows vf with motion artifact. CPR/motion artifact prevented the lifevest from treating the patient. The device was shut down at 19:34:25 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. There is no indication the severed cable caused or contributed to the patient death as the system was able to detect vf rhythm on the date of event. In addition, the latest available ECG recording strip indicates both ECG electrodes were functional as they were able to acquire a signal. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 00:20:12 on (B)(6) 2023. At 19:24:55, an arrhythmia was detected. ECG shows vf with motion artifact. CPR/motion artifact prevented the lifevest from treating the patient. The device was shut down at 19:34:25 on (B)(6) 2023.